Manufacturer narrative:
The received device had the cannula assembly deployed. During investigation, an internal leak was observed in the fluid path due to a tear in the soft cannula. This leak resulted in fluid diverting from the intended fluid path. It was determined that this damage impacted insulin delivery.

Event description:
A patient reports while wearing a pod between 4 nd 24 hours their blood glucose level had rose to 368 mg/dl. As treatment, the patient applied a new pod.